Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the endo paddle was inserted in the abdominal cavity during a gastric bypass. During unfolding of the device, resistance was felt and the endo paddle broke. Plastic parts of the instrument fell in the abdominal cavity, but could all be removed.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo paddle retract 12mm instrument opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The metal frame and tubing were damaged. The device was received inserted through a port. Engineering determined that it can be concluded that this unit is consistent with a unit that received an excessive force and the tube was broken during usage. The instrument was connected to pmv equipment and registered a mechanical fault. The instrument was disassembled. A crack in the proximal portion of the probe shaft was found. Based on these observations, the cause of the mechanical fault was determined to be the crack in the probe. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged tubing and disengaged cloth. A review of the device history record could not be performed because the lot number was not provided, however, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend for no cut. Engineering determined that it can be concluded that this unit is consistent with a unit that received an excessive force and the tube was broken during usage. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.